Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, an unspecified size of promus drug-eluting stent (des) was implanted in the non-target lesion located in proximal left circumflex (lcx) and not a 2.50 x 18 mm unspecified des as previously reported. At the time of event, the patient also presented with chest pain and diaphoresis. Two days from admission, patient's coronary angiography showed 50%-60% distal stenosis of previously placed 2.50 x 18/20 study stent, in-stent restenosis (isr) pattern 1b, in mid left anterior descending (lad) artery. The lesion was then treated with a 3.0 x 16 mm promus drug eluting stent. Following post dilatation, residual stenosis was 0%. In addition, the 90% non-target lesion in 1st diagonal was treated with balloon angioplasty and placement of a 2.5 x 12 mm promus drug eluting stent. Following post dilatation, residual stenosis was 0%.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient also presented with shortness of breath on exertion to an emergency department. The 3.0 x 16 mm promus drug eluting stent was placed in an overlapping fashion with the previously placed study stent in mid left anterior descending (lad) artery.

Event description:
(B)(4) clinical study. It was reported that angina occurred. On (B)(6) 2009, clinical status assessment indicated that the patient's qualifying condition was unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis, a length of 17 mm, and a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 18/20 mm study stent. Following post dilatation, residual stenosis was 0%. A non-target lesion in the proximal left circumflex (lcx) was also treated with balloon angioplasty and placement of a 2.50 x 18 mm drug eluting stent. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. Two days from admission, the patient underwent percutaneous coronary intervention (pci) to treat the target lesion in mid lad and a non-target vessel in 1st diagonal. One day post procedure, the event was resolved without residual effects and the patient was discharged.